Manufacturer narrative:
Seq no. 1. Author: furlan jc et al. Journal title journal of neurosurgery: spine. Year: 2007. Edition: volume 7. Page number: from 486 to 495. Article title: use of osteogenic protein-1 in pts at high risk for spinal pseudoarthrosis: a prospective cohort study assessing safety, health-related quality of life, and radiographic fusion.

Event description:
A literature article (furlan jc et al. Use of osteogenic protein-1 in pts at high risk for spinal pseudoarthrosis: a prospective cohort study assessing safety, health-related quality of life, and radiographic fusion. J neurosurg spine 2007; 7:486-495) contained a report of a pt (age, gender not documented), who experienced thrombosis of the aorta after receiving op-1 putty for an unspecified spinal fusion. The pt received 2 units of op-1 putty combined with autologous bone, which was placed in the posterolateral gutters. There were no documented symptoms or abnormal clinical findings upon physical examination. The thrombosis responded to anticoagulant therapy. The authors concluded that there were no apparent adverse effects related to the use of op-1 putty. Add'l info has been requested.